Event description:
Revision of equinoxe shoulder system due to pain. Surgeon noted looking screw of the glenosphere had broken.

Manufacturer narrative:
Revision of equinoxe shoulder system due to pain. Surgeon noted locking screw of the glenosphere had broken. Explanted devices were not returned to the manufacturer for evaluation.